Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of event: the exact date is unknown. The event occurred between (B)(6) 2019 and (B)(6) 2019. Telephone number extension : (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that involved glidesheath slender sheath was leaking from the diaphragm. A new sheath was used to finish the case. The procedure was successful. The patient was reported to be in stable condition. Additional information was received on august 06, 2019. The blood loss was less than 250cc. The procedure being performed was a diagnostic left heart catheterization. The sheath was inserted for access. The physician noted a pooling of blood under and around the sheath insertion. The physician then cleaned the area and saw that the sheath was leaking from the diaphragm. This was noted at the beginning of the procedure so the sheath was removed and exchanged for another sheath.